Event description:
On (B)(6) 2009, the pt reported that while showering, he noticed the adhesive of the infusion site had lifted and he could see the cannula. He taped down the adhesive and attempted to bolus but he received an e4 (occlusion) error. To troubleshoot the pt was instructed to disconnect from the infusion site and to bolus. He was able to do so without error. He was instructed to change the infusion site and he stated that the cannula was slightly bent. The infusion site had been in place for 2 days. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.